Event description:
Patient reported for right side device "sore throat for weeks (not sick) feels swollen, several other lumps/cyst, breast shape change- smaller, weight loss 7-8kg without trying, fatigue" (not device related) and "slight pain in both breast that comes and goes, and breast is harder." Healthcare professional later reported capsular contracture, baker grade ii/iii. Device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. Continued h.6. Health effect - impact code: f2201. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade ii/iii.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. Photo evaluation: visual analysis of the photographs identified: flu-like symptoms-ndr: unable to observe as it is a medical event that is not related to the device. Lump/nodule-ndr: unable to observe as it is a medical event that is not related to the device. Malaise -ndr: unable to observe as it is a medical event that is not related to the device. Pain: unable to observe as it is a medical event that is not related to the device. Cyst: unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported for right side device "sore throat for weeks (not sick) feels swollen, several other lumps/cyst, breast shape change- smaller, weight loss 7-8kg without trying, fatigue" (not device related) and "slight pain in both breast that comes and goes, and breast is harder." Healthcare professional later reported capsular contracture, baker grade ii/iii. Device has been explanted.